Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided.

Event description:
It was reported that a unspecified bd blood collection tube was found broken during use while spinning in the centrifugation. There was no report of injury or medical intervention needed.